Manufacturer narrative:
Evaluation codes: - results: evaluation of the returned unit did not confirm the reported issue. The alarm sounds when weight is removed from the sensor pad and is silent when weight is applied to the sensor pad, as expected. However, the alarm sounds on and off when the sensor cable is moved. There is a cut on the green over mold and all pins inside the sensor receptacle are bent down. Manufacturer reference file # (B)(4).

Event description:
Customer reported the alarm has power yet does not sound when weight is removed from the sensor. No visible damage to the outside of the alarm. Customer did not provide a date when the issue was discovered. No patient incident or injury was reported.